Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient's creatine levels increased and the patient died of kidney failure and right heart failure. The hospital reported that the pump and equipment would not be returned.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.